Event description:
A caller reported that their pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the pump screen. The caller declined to provide information on whether this issue affected blood glucose levels, so there was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller on how to press the button and confirmed that while the display eventually turned on, the issue persisted. As a resolution, technical support decided to replace the pump under warranty. The caller was instructed to use a backup insulin pump in the interim and to return the problematic pump.